Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had stuck button error. The customer¿s blood glucose was 347 mg/dl. Troubleshooting was performed. The customer stated that the button error and cannot clear it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc and act due to corroded keypad traces.